Event description:
It was reported that during a lap gastric bypass procedure, the rotating shaft seized during the procedure. The device was disconnected and then reassembled as per IFU. It was tested and passed. When attempting to use it again, it would not rotate. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. The tissue pad was found in good physical condition and properly attached to the clamp arm. In addition, the hand activations contacts were bent. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display alert screens or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts damaged due to tilted handpiece hitting contact top surface during assembly. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.